Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. On 06/30/2026, it was reported that there were several reports of potential infections related to sensor sites that were initially dismissed as simple dermatitis. The patient had done abx therapy with no improvement. The patient had a a raised site that was open in the center. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report, patient condition was unchanged. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.